Event description:
It was reported that stent damage occurred. The 85% stenosed, 33mm x 2mm target lesion was located in the severely tortuous and moderately calcified distal end of the left anterior descending artery. A 24 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, the stent struts were found lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 24 x 3.50mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage with the second stent strut on the distal end lifted. The undamaged crimped stent outer diameter was measured by a snap gauge and the result was within max crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination along the full catheter length found a hypo tube kink 210mm distal to the strain relief. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 33mm x 2mm target lesion was located in the severely tortuous and moderately calcified distal end of the left anterior descending artery. A 24 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, the stent struts were found lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.